Manufacturer narrative:
Hill-rom technical support found the siderail center arm assembly broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account will order and replace to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the head right center arm was broken, that the siderail would not latch. The bed was located at the account. There was no patient/injury reported. This report was filed in our complaint handling system as complaint # (B)(4).